Manufacturer narrative:
The technician found the side rail is missing the roller guide, bushing and latch screw. This may be due to normal wear and tear. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. The technician replaced the right side rail roller guide, bushing and latch screw to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the right side rail will not latch. The stretcher is located in storage at the facility. There was no patient/user injury reported this report was filed in our complaint handling system as (B)(4).